Event description:
It was reported, "the clinical study co-ordinator at (B)(6) reported that the participant required hospitalization at (B)(6) in (B)(6) 2009 due to a bleed into the joint replacement. It was further reported by the study coordinator that the patient was monitored and then discharged after 3 days. The coordinator further reported that there was no intervention required and the symptoms have resolved. Further information have been requested.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Device remains implanted. If additional information becomes available, it will be submitted in a supplemental report.